Manufacturer narrative:
This report is filed on june 08, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site; subsequently the patient underwent skin revision surgery to excise skin during an abutment change (date not reported). The implanted device remains.